Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power switch was not working on display board for the centrifugal pump controller assembly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the membrane switch panel on the unit. With the panel replaced, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.